Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the implant was not put in correctly and was put in too deep by the doctor. The patient went to see a new healthcare professional (hcp), her current managing hcp, and he had placed it in the correct area. They redid the surgery sometime in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.